Event description:
It was reported by the clinician that the embolectomy balloon was being inserted over-the-wire and into an upper right arm fistula. The arterial plug was pulled backward with the balloon inflated. During the pull-back, the catheter material separated from the stopcock hub. As a result, another catheter was used. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.